Event description:
On (b)(64) 2012, pt's diabetes educator (de) reported he was admitted for dka. Diabetes educator stated the pt came in on (b)(64) 2012 for renal failure and dka and then was discharged on (b)(64) 2012 and readmitted on (B)(6) 2012. Diabetes educator reported the pt's blood glucose level was greater than 500 mg/dl. Pt's normal blood glucose level is unk. Pt's last a1c was 6.6%. Diabetes educator stated pt's glucose levels are coming down now. Pt's nurse requested additional training. On call back on (B)(6) 2012, pt reported he was admitted to the hospital with symptoms of nausea. Pt stated he tested his blood glucose level at home and it kept increasing into the 500's mg/dl. Pt's target blood glucose range is around 130 mg/dl. Pt reported he attempted to self-treat with a connection bolus and a temp basal rate increase of 200% but it would not bring blood glucose level down. Pt stated his parents drove him to the hospital and they admitted him with pneumonia and dka. Pt reported they treated his elevated blood glucose level with IV insulin drip and he was in the hospital for approx 2 days and then released. Pt stated during his stay in the hosp, he took his infusion device off. Pt reported when he went home, his blood glucose level started to increase again and his parents took him back to the hosp. Pt stated he was admitted again on (B)(6) 2012 for dka and they treated him with IV insulin drip again. Pt is currently still in the hospital but is being released today. Pt stated he gained 35 lbs. In water weight with the pneumonia and feels there was an insulin absorption issue with the additional water weight and the insulin was not as effective. Pt reported he has been back on the infusion device for approx 24 hours and his blood glucose level is okay. Pt stated he did not receive any error messages on the infusion device during this time. On (B)(6) 2012, clinical specialist reported they are scheduling additional training for the pt and his mother. On follow up call on (B)(6) 2012 pt, reported he is not having any more issues with increased blood glucose level and his blood glucose level has stabilized back to normal range. No product return was requested.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.